Event description:
It was reported that the customer was in a vehicular accident in which his father had been the driver, and the insulin pump was reportedly no longer working. The customer was hospitalized for 1 week, and the customer experienced high blood glucose levels due to the trauma of the accident. The customer did not know the blood glucose reading. He stated that there were scratches on the insulin pump, and its beeping noise was not as loud as it should have been. He noted that his father passed away and he broke his tibia as a result of the vehicular accident. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The unit was unable to prime during the prime test due to a faulty force sensor resistor. The device was received with a minor scratched liquid crystal display window, cracked case near the display window corners, cracked battery tube threads, and cracked reservoir tube lip. The unit was received with currents within specifications. The device was unable to perform the excessive no delivery alarm test due to the prime anomaly.